Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 10 cm ht command 18 st guide wire was advanced. However, something felt off [resistance] while passing through the inner dilator. The guide wire was removed and it was noted that the polymer was coming off the wire. A new non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.